Event description:
This report, a (B)(6) male, pt ID (B)(6), was enrolled in the clinical trial (B)(6), a 26-week, double-blind, randomized, placebo-controlled study of the efficacy and safety of single intra-articular injection 1.2% sodium hyaluronate for treatment of painful osteoarthritis of the knee, with optional 26-week open-label safety extension on date in us. The subject was allocated to treatment with one (1), either 5 ml of 1.2% sodium hyaluronate in a prefilled disposable syringe, injected intra-articularly into the target knee, or one (1) 5 ml of a phosphate buffered saline (ia-sa) in a prefilled disposable syringe, injected intra-articularly into the target knee during visit 2/baseline of the study on date. On (B)(6) 2009, the pt suffered from a seizure and died. On (B)(6) 2009, the pt was administered euflexxa (1% sodium hyaluronate). The coordinator reported that on (B)(6) 2009, the pt's ex-wife reported the pt experienced a seizure between the hours of 2 am and 4 am. The coordinator reported that during the seizure, it was possible, the pt regurgitated which in turn affected his respiratory status. The pt was pronounced deceased at (B)(6) hospital in (B)(6).

Manufacturer narrative:
Further info has been requested. If new significant data is received, a follow-up report will be submitted. Root cause analysis: unlikely, based on the info provided at the time of this report. (B)(4).